Event description:
Info received indicates the head section is drifting down slowly over one hour.

Manufacturer narrative:
The technician found the gas cylinders were not holding pressure. He replaced the gas cylinders to repair the stretcher.